Manufacturer narrative:
Examination was not possible, as the product was not returned. Testing conducted by a foreign company suggests surgical technique and/or patient positioning may be contributing factors. A depuy trauma product development engineer reviewed the testing and concurs with the analysis. MFR reviewed the device history records and stated no manufacturing deviations or anomalies were observed. A search of the complaint database found no prior reports for the reported part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
The drill hit the femoral nail, causing a one hour extention to surgery.